Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the motor device had locking components damaged, cable damaged, leaked air, unintended activation/motivation, breaded stainless steel wire tether damaged/came off, cord damaged, cosmetic damage-worn and component damaged. It was further determined that the device failed pretest for visual assessment, cable assessment, cutter lock assessment, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body and safety assessment. It was noted that the hose was broken and there was holes in it. It was further noted that the coupling for the attachments was damaged and the locking mechanism for the tools was defective. It was noted in the service order that the device was not functioning properly while in use with an attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, unknown date. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).